Event description:
The facility reported a colleague infusion pump with a failure code of 810:11. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary:the condition of a colleague infusion pump with failure code 810:11 was not confirmed in the pump's event history or during quality engineering evaluation. The root cause of this condition was not discovered. There have been no actions taken to correct this problem.baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.a device history review was performed with no exceptions found during manufacturing.